Event description:
Analysis of the generator was completed on (B)(4) 2014. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Follow-up with the physician identified that the patient had not experienced any seizures since device settings adjustment.

Event description:
The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Clinic notes dated (B)(4) 2014 notes that the patient fell from a tree in (B)(6) and the patient "felt the equipment snap and his neck twisted". It was noted that the patient complains of an increase in seizure frequency and an increase in blank stare episodes since the fall. It was noted that the patient would be referred to surgeon. The neurologist's office believes the increase in seizures and staring episodes are a direct result of a broken vns device. It was reported that there have been no medication changes. Further follow-up revealed that the patient was seen by the surgeon at which time device diagnostics were within normal limits. The patient underwent generator replacement on (B)(6) 2014. The surgeon's office reported that only the generator was replaced and that device diagnostics with the new generator and existing lead were within normal limits. It was reported that x-rays did not identify any discontinuities with the vns system. It was reported that the neurologist's office referred the patient to surgeon noting possible end of service, but that the neurologist's office did not have programming computers to check the device. It was reported that the surgeon's office never thought there was a problem with the device, but rather that the device had moved in such a way that resulted in the patient's complaints it was reported that there was no indication in the surgeon's notes of the device moving and non-absorbable sutures were used to secure the generator to the fascia. It was reported that generator replacement occurred due to the patient falling out of a tree and damaging the generator. The generator is expected to be returned for analysis, but has not been received to date.